Event description:
It was reported that the patient underwent surgical intervention to revise the artificial urinary sphincter (aus) due to recurring incontinence. The physician determined that the cuff size was too small, so the entire device was replaced. There were no additional patient complications reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. This investigation is assigned a most probable conclusion code of unintended use error caused or contributed to event. This conclusion was selected because the reason for length too short, incontinence urinary was determined to be inadvertent/unintentional interaction. Furthermore, according with the information in the event description, the device was on good condition when the package was open. The evidence from the product record review did not identify a potential product quality issue or new patient harm. Therefore, it can be concluded that inadvertent/unintentional interaction was the most probable cause of the complaint/event.